Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the vessel sealer extend (vse) instrument could not be triggered. A piece of plastic/ceramic in the branch section was visibly broken/broken off at the wire attachment. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer could not answer if the plastic/ceramic piece broken but still intact or broken off/detached from the instrument or if the instrument collided with any other instrument or tool during the procedure. The customer did state that no fragment fell into the patient. The vessel sealer extend instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The instrument was found to have damaged insulation at the integrated cord. The wires are not exposed. The instrument passed electrical continuity test upon testing. Common causes of damaged insulation integrated cord are attributed to mechanical impact, such as accidental drops of the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage. Additional observations related to customer reported complaint: visual inspection found the jaw cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed seal test. Root cause attributed to component failure. The instrument was found to fail the seal test when placed in the in-house system, indicating that the instrument exhibited low torque during use. There are no error logs on msc, dsp and engagement logs indicating this failure. Low torque errors are often caused due to a loose grip cable in the proximal end, which could be due to component failure on account of usage or due to a manufacturing error, where the grip clamping pulley has a loose screw. The probable root cause of damaged insulation integrated cord is attributed to mechanical impact, such as accidental drops of the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage. The probable root cause of the loose jaw cable is attributed to the component failure. The probable root cause of low torque errors is due to a loose grip cable in the proximal end, which could be due to component failure on account of usage or due to a manufacturing error, where the grip clamping pulley has a loose screw.

Event description:
Refer to h11 for follow-up information.